Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h3, and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion/ clogging of the material at the nozzle, plastic distal end cover, glue of the bending section cover and bending section cover. However, we could not identify the material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to loss of watertightness caused by deformation of the up/down and right/left angulation control knobs, and damage of biopsy channel. The event can be prevented by following the instructions for use which state: "IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle, the probe cover, the adhesive around objective lens and the distal sheath of the colonovideoscope had foreign material. There were no reports of patient involvement.